Event description:
A 2.5mm diameter x 24mm length medtronic ave s540 stent was successfully placed at the target lesion in the circumflex coronary artery after predilation with a 2.0mm diameter ptca balloon. After placement of the stent, it was noted that a sidebranch off of the circumflex had been "jalled" by the stent and partially occluded. A ptca balloon was placed through the side of the stent and inflated within the sidebranch, resulting in complete occlusion of the sidebranch, a rise in cpk, s-t elevation and chest pain. It is the opinion of the physician that the stent caused the thrombosis and closure of the sidebranch, which may be related to the death of the patient six days later. However, the exact cause of the patient's death is not known since the family refused the autopsy.